Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device had an unknown issue. The device was replaced to complete the case. There was an unintended tissue loss as a result of the device problem.